Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that they needed help adjusting basals. The customer's blood glucose level ranged from 375 to 435 mg/dl; treated with the insulin pump. The customer performed troubleshooting. The insulin pump was not replaced or returned. Customer was advised to call back if problems persisted.